Event description:
The conceptus rep reported on 11/12/2007 that the physician performed the assure placement procedure four days earlier. Physician attempted placement of one device, but perforated the uterus during the procedure. Both she and the pt were not aware of active pid at the time of the procedure, until changes consistent with pid were noted during the hysteroscopy. There was loss of distention and fluid so the case was aborted. The physician reported that the uterus was very fragile and "crumbly" consistent with pid. The pt was observed then discharged home in good condition. The following day the pt returned to the hospital via the ER. She was complaining of severe pain. She was admitted and found to have peritonitis. The physician performed a supra-cervical hysterectomy on the same day, and the pt was treated successfully with IV antibiotics. Our consulting physician was contacted regarding this case, and he agrees with the mgmt of this pt. The physician reported that the pt returned to the office for her post-operative visit and present with dehiscence of her abdominal wound which required surgical repair by a general surgeon. The pt is scheduled for one more post-operative visit. Info will be added as it is received to complete this investigation.

Manufacturer narrative:
Additional info will be available after the last post operative is completed.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.